Manufacturer narrative:
Unit's audio and vibrate options were adjusted to volume 1-5 and audio tone adjusts properly however, vibrate tone is not heard. In addition, no vibrating noise noted during selftest. Thump and carelink software was utilized and downloaded trace/history files properly. No pump error 63 alarms noted in the pump history/trace files on the event date or anywhere else. Peeled keypad overlay and no physical or moisture damage noted on the u1 chip. However, pump was cut open to perform visual inspection and found evidence of a cold/poor solder joint on the ground connector (black wire) on the harness assembly vibrator. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, and stained keypad overlay. Alleged vibrate anomaly confirmed during testing due to a cold/poor solder joint found on the harness assembly vibrator circuitry (lose ground connector (black wire). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump did not vibrate. The customer reported no adverse event. The event involved product(s) mmt-1884l. The troubleshooting was performed and customer reported a vibrate anomaly. Ran self test and pump did not vibrate during test. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1884l was requested and customer response was the device will be returned.